Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he experience hyperglycemia. Customer's blood glucose level was 400 mg/dl when he had motor error. Customer also reported that the insulin pump had motor pump error. Customer reported that drive support cap appears normal. Customer was able to successfully clear the alarm and complete insulin pump rewind. Customer reported that insulin pump contains more than one motor error alarm within a 30 day period. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.